Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 18-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and chronic low back pain. That the patient had a pocket revision done (B)(6) 2017 and a catheter revision done on (B)(6) 2017. The representative had no further information regarding these revisions. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.